Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a failed battery test alarm after a battery change due to corroded battery tube. No unexpected restart error alarms after battery change noted. Unable to perform functional tests or unexpected restart tests due to the failed battery test alarm. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.